Event description:
The customer received questionable ion selective electrode (ise) sodium results after preventive maintenance (pm) was performed by service personnel and regular maintenance was performed by the customer. The customer found all patient sample sodium result were above 150 mmol/l. The samples were repeated on another cobas integra 400 analyzer and the results were normal. Data was provided for one patient sample. The initial result was 148 mmol/l and was reported outside the laboratory. The repeat result was 140 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The customer stated the ise sample probe appeared off center when it entered the internal standard (is) bottle in position 1 and believed that the probe might be contacting the side of the chimney. The field service representative found there was an issue with the is bottle holder and adjusted the position of bottle holder. The customer ran calibration, qc, and precision testing which was ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based on the provided data, the investigation found the most probable cause was a replacement of the internal standard bottle during operation without recalibration. The erroneous high results would have been calculated based on the previous calibration but tested with the new bottle of internal standard.